Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were not provided. Bard denali filter was deployed in the usual pullback fashion for a patient with deep vein thrombosis, pulmonary embolism, hematuria and inability to anticoagulate. Completion cavogram confirmed a widely patent cava with less than 10% angulation in the filter in near perfect position 1 cm below the renal veins without thrombosis, extravasation, or fracture. Widely patent right femoral, iliac and inferior vena cava and renal veins. Uncomplicated infra renal bard denali inferior vena cava filter placement. Therefore, the investigation is confirmed for the positioning issue of the filter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 01/2020).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis, pulmonary embolism, hematuria and inability to anticoagulate. At some time, post filter deployment, it was alleged that the filter had positioning problem. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.